Event description:
Pt reports their infusions take 2-3 hours when they are supposed to take approximately an hour and 18 minutes, and usually takes a little over an hour. Pt has had pump for greater than 7 years, rph determined pump replacement is needed. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 30mg. Hizentra indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.